Manufacturer narrative:
This report is being filed on an international product list 6c37, that has a similar us product distributed in the us, list 1l79. Refer to related manufacturer report number 3002809144-2019-00264 for architect anti-hcv lot 94655li00. Review of complaint activity determined that there was normal complaint activity for lot 02154be00. However an increase in complaint activity was identified for lot 94655li00. Tracking and trending report review for the architect anti-hcv assay determined that there were no trends associated to the complaint issue. Retained reagent kits of lot number 94655li00 and 02154be00 were tested in a sensitivity setup including two internal sensitivity panels, and additional replicates of positive control. The sensitivity panel values and the positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lots 94655li00 and 02154be00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Each reagent lot detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. Manufacturing documentation for the likely cause lots did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Event description:
The customer reported false negative architect anti-hcv results for a patient. The customer stated the patient generated the following results: architect: 0.47 s/co (negative), 0.43 s/co negative (another instrument), 0.52 s/co negative (different reagent lot), 0.5 s/co negative (new sample); alinity 0.52 s/co negative; western blot negative, roche 11, elisa 2. The customer also stated that the patient generated a hcv ag result of 0.0. No impact to patient management was reported.